Manufacturer narrative:
The user reported that the unit stays on after releasing the switch. Our investigation found that the switch would get stuck in the "on" position intermittently. It appears that the momentary switch gets stuck sometimes. We have isolated the components to evaluated by our component suppliers to determine the root cause of the failure.

Event description:
The user reported that the unit stays on after releasing the switch. Our investigation found that the switch would get stuck in the "on" position intermittently.